Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 8 months. The explanted device was returned for investigation. Evaluation of the pump upon disassembly revealed a pink, soft deposition on the outlet stator. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The root cause of the deposition and the duration of its presence in the pump could not be conclusively determined. The deposition was partially obstructing the blood flow path and could have contributed to the reported hemolysis symptoms and elevated lactate dehydrogenase. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. The instructions for use lists hemolysis and thrombus as potential adverse events associated with use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2016 with signs of hemolysis, hematuria and unspecified heart failure symptoms. The patient's plasma free hemoglobin and lactate dehydrogenase levels were elevated. The patient's inr was therapeutic at the time of the event. The patient was started on a heparin infusion. The patient underwent a pump exchange on (B)(6) 2016.